Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of a 3.5x8mm nc trek rx balloon dilatation catheter (bdc) the stylet was removed; however, more resistance was noted than usual. The bdc was not used and there was no patient involvement. The patients vitals changed suddenly and the procedure was canceled. There was no clinically significant delay in the procedure. No additional information was provided.